Event description:
It was reported that the device's display was "frozen" in a white screen and the service led was illuminated. The reported event description is indicative of a device that has locked-up. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the unit would not function. The system controller and the user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.